Manufacturer narrative:
Device passed all functional tests including displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No unexpected critical pump errors (open book image) were noted during testing. However, after further examination of the unit's interior there are traces of corrosion on some components located at the top of electrical board. Device received with a crack on the battery tube which starts at the corner of the belt clip rails. Also the s/n label located between the belt clip rails has rubbed off and become illegible, and the middle (enter) keypad button is cracked. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error. The blood glucose level at the time of the incident was 8.3 mmol/l. The customer stated insulin pump was exposed to water. Troubleshooting was provided but nothing was resolved. The customer was advised that the insulin pump would be replaced. The insulin pump will return for analysis.